Manufacturer narrative:
(B)(4), 2011. The analysis from the manufacturer is pending.

Event description:
During the implant procedure, while attempting to implant this device the ventricular setscrew would not engage and clamp down. Reportedly, the screwdriver was spinning in the setscrew port. The pacemaker was not implanted.

Manufacturer narrative:
February 2, 2011. The analysis from the manufacturer is pending. April 28, 2011. (B)(4).

Event description:
During the implant procedure, while attempting to implant this device the ventricular setscrew would not engage and clamp down. Reportedly, the screwdriver was spinning in the setscrew port. The pacemaker was not implanted.